Event description:
It was reported that (1) mcl20 device was used during a radical "retropuaic" prostatectomy procedure. It was reported by the rep that the nurses informed that two surgeons have expressed concern about ligating clips. They have experienced several instances of malformed or scissor shaped clips. It is unknown how the case was completed and there was no consequence to the pt.